Manufacturer narrative:
Related components of device system: model number / catalog number: 72404155, serial number: n/a, batch / lot number: 1000146606, model / catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient complained that his inflatable penile prosthesis (ipp) never worked correctly. The patient went for a second opinion with dr. (B)(6), according to dr. (B)(6), the tubing is not laying correctly in the scrotum, thus causing him trouble with inflation. However, this issue was not confirmed. The patient then called dr. (B)(6) (implant surgeon) who scheduled an appointment for (B)(6) 2019 but asked the patient to pay a big bill for the replacement. The patient is very disappointed with the implant and the procedure. The patient wants a discount as he has gone through two surgeries. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.